Manufacturer narrative:
. .

Event description:
It was reported that the patient was diagnosed with symptomatic aseptic loosening of the left patella, post a left total knee revision surgery. A left patellectomy was performed. During procedure the patella was exanimated exhaustively and it was determined that it was completely avascular, for that reason the patella was excised sharply.

Event description:
It was reported that the patient was diagnosed with symptomatic aseptic loosening of the left patella, post a left total knee revision surgery. A left patellectomy was performed. During procedure the patella was examinated exhaustively and it was determined that it was completely avascular, for that reason the patella was excised sharply. Several tretaments and medical interventions were done such as meds prescription, aspirations, CT scan tests, x-rays, which ended up in the left patellectomy performed on (B)(6) 2012.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on the available information, the root cause of the ¿aseptic loosening of the patella¿ of the first revision cannot be concluded. The root cause for the second revision was likely as stated the ¿posterior dislocation¿ and the observed laxity of the knee. It is unknown if the patient¿s body habitus contributed to this issue. No current information has been provided on this patient at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.